Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed out qat from heartsine technologies on the 15th april 2010. Upon visual inspection, damage was observed on the lower case assembly, suggesting the unit had been subject to impact damage. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed by the user on the 3rd september 2014 and that it had performed to specification up to and including the 4th june 2017. Multiple manual power ups of 10 minute duration were recorded in the device memory between the 6th june 2017 and the 14th november 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. On the 14th november 2017, the device failed a manual self-test due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ audio prompt and a flashing red status indicator. The device then recorded several additional low battery fails up to the 16th december 2017. There were 12 log entries at the end of the history log that recorded a nonsensical date and time, which would suggest an issue with the real time clock. This was confirmed upon receipt as it was found that the pad clock was failing to increment and displayed a nonsensical date and time. No further log entries were recorded. The device was disassembled to investigate. Further investigation found evidence of severe moisture ingress and significant impact damage, causing corrosion on the membrane tail. The device could not be powered on upon receipt at heartsine. During the investigation, evidence of severe moisture ingress had resulted in corrosion across multiple critical circuits on the pcba and membrane tail. Furthermore, the bt1 coin cell had detached from the pcba and several igbt transistors were bent out of position. This, combined with the damage observed on the outer case, would indicate the device had also been subject to impact damage. The coin cell provides power to the unit¿s rtc circuitry. Given that the device had begun recording log entries with nonsensical dates after the 16th december 2017, it can be assumed that the impact had occurred after this date. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Commercial return. No reported fault. Fsca devices. No patient involved.